Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech, fei (B)(4), has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. The device(s) not available for evaluation. Evaluation completed by cc on 12/11/2018. The engineering memo states that the device was sent to servicing. Most likely underlying cause / additional comments: the device was not available for evaluation at the time of this investigation. If the device is received in the future, the file will be reopened. A photo of the disassembled adjustable drill guide was provided. According to the experience report the pin disengaged from the drill guide. The event did not happen during surgery. The sales representative noticed the issue while gathering instruments. Design-related issues: the adjustable drill guide has been in the field since 2003. Exactech is aware of no other complaint reports involving adjustable drill guides reported as disassembled/misassembled since 2014. The adjustable drill guide is used in total hip arthroplasty surgeries in the novation system, so sales data for novation hip acetabular implants were used to calculate an approximate complaint occurrence rate of <0.5%. This is considered "very low" according to the frequency of occurrence ranking scale. Therefore, this issue does not appear to be design related. Mfg-related issues: not applicable. No information was provided regarding the serial or lot information so manufacturing information could not be reviewed. Most likely cause: the disassembled adjustable drill guide reported was likely the result of a stuck lever within the mechanism that allows the adjustable drill guide to change angles, causing the pins to pop out. However, this cannot be confirmed because the component was not returned for evaluation. IFU 700-096-181: instrument inspection · visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. · check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. · if damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: (1) appropriate reading of the literature, and (2) training in the operative skills and techniques required for surgery, and (3) reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. Device(s) used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues and/or design issues. No patient involvement. The pins came out of the device. An investigation was conducted: the disassembled adjustable drill guide reported was likely the result of a stuck lever within the mechanism that allows the adjustable drill guide to change angles, causing the pins to pop out. However, this cannot be confirmed because the component was not returned for evaluation.

Event description:
It was reported from the us that the pins come out of the drill guides. The event did not occur during surgery. The issue was noticed by the agent as he was putting the instruments back together. Photo was provided. The agent stated: "from what I can remember, the pin that allows the blue adjustable drill guide to adjust angles came out. This caused the drill guide to be unable to lock in on an angle. I noticed it as I was putting instruments back in trays. To my knowledge, it must have happened as instruments were being cleaned. The guide was not dropped, and the surgeon did not notify me of the problem during surgery, and he would have if it was not working properly." No additional information was provided.